Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that ten infusion sets fell off events during use on (B)(6) 2024. The infusion set was in use for 36 hours. Blood glucose level reported during an event was 268 mg/dl patient replaced infusion set and resumed insulin deliveries successfully. No further information available.